Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer stated three (3) patient results generated with anion gaps near zero (0). When repeated the patient samples, na, and cl had changed by two (2) or three (3) units and anion gap was in their normal range.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective reference valve. The fse replaced the reference valve to resolve the issue. The beckman coulter internal identifier is (B)(4).